Event description:
Patient in cardiac arrest being resucitated. An attempt to initiate the external pacemaker. The machine was on and in the lead mode. The pacemaker would not function. The monitor was showing a problem with the leads. The leads were checked and they found to be connected appropriately. Several more attempts were made to get the pacemaker to function. There was a 3 minute delay from the initial attempt to get the pacemaker to function to when the pacemaker began to function. The disposable external pacing electrode used on the patient were applied and used by the paramedics transporting the patient to our facility. They are also manufactured by physio. The resuscitation was unsuccessfuldevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.